Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was not ok and had an alarm indicating calibration error. Quality controls were outside of range on the day of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that a rinse mechanism squeegee was out of alignment, causing water to drip back into reaction cells. The squeegee was adjusted and it was verified that there was no water dripping from the mechanism onto the reaction cells. The na and cl electrodes were replaced. Ise checks were performed and there were no alarms. The customer ran calibration and controls; controls recovered within range. Precision studies were performed. Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The first sample also had discrepant results for ise indirect cl for gen.2. The initial values were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with an na value of 128 mmol/l. The sample was repeated twice, resulting with na values of 136 mmol/l and 138 mmol/l. This sample initially resulted with a cl value of 93.2 mmol/l, which repeated as 102.6 mmol/l. The second sample initially resulted with an na value of 128 mmol/l. The sample was repeated twice, resulting with na values of 136 mmol/l and 139 mmol/l. The lot numbers and expiration dates of the na and cl electrodes were requested, but not provided.